Event description:
Reportedly, the surgeon stated the instrument did not fire properly, the bowel was transected but the bowel was not closed. There was then "excessive bleeding, "however it did not require a transfussion, and clamps were applied to stop the bleeding. The surgeon then sutured to finish the procedure. The surgeon did not report any pt injury.